Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: material#: unknown batch#: unknown verbatim: rcc received a complaint via email. Tw (B)(4) ¿ defective device ¿ (dosing syringe ¿ size and catalog numbers unknown). Tw (B)(4) ¿ leaking ¿ (dosing syringe ¿ size and catalog numbers unknown). Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 29may2025 indication: patient reported that sometimes the cap on the dosing needle pops off. Sometimes the medication will leak out when trying to administer the medication. Product: gattex. Country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: potential missed dose patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
(B)(4) follow up, as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.